Event description:
Customer states that pump is running but the water is not being dispensed. Rate and dose are 500 ml/hr and infinity.

Manufacturer narrative:
Pump was tested for accuracy using water. Pump was delivered amount within specification (+/-5%). All alarms have been checked and worked properly. Complaint could not be confirmed. Pump has dried formula spilled on and under rotor. Rotor was replaced, pump retested and all tests passed.